Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the device was found in bvvi mode, due to a power on reset. During testing, output circuit damage was noted. The device was tested on the bench and on our automated testing equipment. The low voltage functions were normal. The cause of the output circuit damage remains undetermined.

Event description:
It was reported that the patient presented to the ER after receiving several shocks. The patient's presenting rhythm was vt and the patient was rescued externally. Upon interrogation, the device was found in bvvi mod e. A capacitor maintenance did not complete. Review of session records showed power on reset occurred. The device was explanted and replaced.